Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected phyt result was obtained from one patient sample using vitros phenytoin (phyt) reagent on a vitros 5600 integrated chemistry system. A definitive assignable cause could not be determined. Acceptable within run phyt and crbm precision test results were obtained indicating the vitros 5600 system was performing as intended. Based on historical quality control results, a vitros phyt performance issue is not a likely contributor to the event. The customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation therefore, improper pre-analytical sample handling may have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the possibility that an unexpected vitros 5600 system performance or unknown sample related issue had contributed to the result could not be ruled out entirely.

Event description:
A customer observed a non-reproducible, higher than expected vitros phyt result from a single patient sample when using a vitros 5600 integrated system. Vitros phyt result 32.7* ug/ml versus expected vitros phyt result of 10.4 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The non-reproducible, higher than expected phyt result was not reported from the laboratory and there was no allegation of actual patient harm as a result of this event. (B)(4).